Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation will be performed. Upon completion of the product investigation, a supplemental report will be submitted.

Event description:
On (B)(6) 2015, the peritoneal dialysis (pd) patient reported he experienced slow drains and fills for approximately a week on his liberty cycler. The patient's cycler was replaced. The patient's treatment sheets were reviewed. The patient's treatment date on (B)(6) 2015: drain 0 2496 ml. Fill 1 2496 ml, drain 1 1821 ml. Fill 2 2498 ml, drain 2 2303 ml. Fill 3 2495 nkm drain 3 2216 ml. Fill 4 2503 ml. Drain 4 4550 ml. Fill 5 2498 ml. The reported large drain of 4550 ml was 182 percent over the expected drain volume which resulted in reportable device malfunction.